Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: intracapsular rupture. Continued device info.: st 410 mf.

Event description:
Patient's representative reported right side intracapsular rupture diagnosed via ultrasound. The device status is unknown.